Event description:
It was reported that the user fell and dropped the ilet pump, resulting in a damaged and unusable display screen and subsequent difficulty using the device; a replacement device was arranged and shipping and return procedures were reviewed, including shutdown steps and guidance to continue cgm use via dexcom app or receiver. Symptoms included no injury. Outcomes included interruption of device use and the need for device replacement and return. Investigation included complaint handling with user interview, usage assessment, and instruction on data sync options and device shutdown. Investigation of this case revealed physical damage to the display component due to an impact event. It was concluded that the event was user-related physical damage with no injury, and that the original device data would not transfer to the replacement, requiring standard startup on the new device.